Event description:
It was reported that the lead possibly pulled down. The patient had a change in coverage. The patient had not used for the device for a while and the battery was completed discharged so no reprogramming attempts were made. The patient also needed an MRI so the decision was made to explant and re-implant at a later date. The primary reason for the explant was so that the patient could get an MRI. The patient experienced less than 50 percent therapy relief at the lead location. No reprogramming was attempted. The patient¿s status at the time of report was alive with no injury. Later it was reported that the MRI was not device related and the patient was doing fine post operation.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the device was replaced on 2018-(B)(6). The cause of the malfunction/discharge was said to be the patient was excited about the smaller footprint of the new generation of devices. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 293780001, serial# implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: accessory. Product ID: 355028, lot# n270462, serial# implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: accessory. Product ID: 3550-29, lot# n185094, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: accessory. Product ID: 3550-39, lot# n302345, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: accessory. Product ID: 355531, lot# n291933, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: screening device. (B)(4).